Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to faulty force sensor. The device passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The unit was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump alarmed motor error multiple times during bolus. Customer stated that they are able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 529 mg/dl and has treated with a manual injection. Customer declined any troubleshooting. No further information reported.